Event description:
It was reported that there were three cases with the medication not flowing. There was patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, no further repairs were made. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.